Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was investigated. As received, the charger/modem would not power on. Upon evaluation, the power supply was physically damaged and there was a target communication error while programming. The root cause of the damaged power supply is physical abuse. The target communication error is a flash memory failure at flash components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it would not power on.